Event description:
The facility reported a pump with a low battery during a functional test. This occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l contact info available.